Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the retainer ring was cracked. Customer stated that the reservoir was not able to lock in place when inserted into pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a partially missing retainer ring. Unable to perform the displacement test since a test p-cap is unable to lock in place properly due to the partially missing retainer. Also the middle (enter) keypad button is cracked, and the sides of the case are scratched.